Event description:
Additional information was received that electrical anomalies were noted due to the right atrial (ra) lead dislodgement. Furthermore, the dislodgement was confirmed via diagnostic imaging.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis with the helix extended and clogged with blood/tissue. The reported event of ¿the inner core at the helix end had come loose¿ was confirmed due to the steroid plug being out of position as received. The reported event of a helix mechanism issue was confirmed. X-ray examination revealed the helix was bent and the inner coil was severely over-torqued, which is consistent with procedural damage. The helix mechanism test could not be performed due to the helix being damaged. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead became dislodged. During the revision procedure, the helix of the ra lead became damaged and wasn't able to fully deploy. As a result, the ra lead was explanted to resolve the event. The patient was stable.